Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service and repair center. Per service manual operational and diagnostic analysis does not confirm the reported complaint of the generator getting interference on screen and that when ablated, the display going fuzzy. Unrelated to the customer's complaint, all the vfd segments would not illuminate. The keypad membrane was replaced to correct the issue. Missing dust cover was replaced. The unit was upgraded to arc detect compatibility, and the software was upgraded. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. Also, given the information provided we cannot discern a definitive root cause for the defective vfd segments. The missing dust cover is most likely caused due to user mishandling. A manufacturing record evaluation was performed for the finished device (serial: (B)(4)) number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Sales rep called in generator getting interference on screen. When you ablate the display goes fuzzy. Happened during a surgery. No surgery delay. No patient harm. Case continued with unit.